Manufacturer narrative:
Additional information has been requested and received from the healthcare provider. However, there is currently insufficient information to determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this patient with a 21mm edwards bioprosthetic aortic valve, implanted two (2) years, 11 months, was explanted due to aortic stenosis and insufficiency. The explanted device was replaced with a 19mm edwards bioprosthetic aortic valve. The patient tolerated the procedure well and was taken to the ICU in stable condition. The patient was discharged home on pod #4 in good condition. Per the pathology report, the valve has three struts and three valve leaflets, which are flexible and show no obvious vegetation. One leaflet is partially torn from the strut.